Manufacturer narrative:
Product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred med range vision. Clinical reason for explant mechanical defect of lens causing dimmish vision. The iol was exchanged for advanced technology intraocular lenses (atiol) model lens 2 months following the initial implant procedure. Additional information received and stated that in surgeon's opinion product caused or contribute to the event. There was no patient harm and patient was happy with outcome with the exchange. The patient issue was resolved.